Event description:
It was reported that the insulin pump under-delivered insulin. Customer programmed the bolus wizard for 11 units and received 10 units. Customer stated that max bolus flashed on the screen; he proceeded with the bolus. Customer stated that his blood glucose reading was 397 mg/dl after the bolus delivery. Customer mentioned the safety notification letter. Sometimes the numbers ramp up on their own and he has to "catch it". The insulin pump will be replaced. The current blood glucose reading is 120 mg/dl. Customer stated that he will monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.